Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Doctor reports patient status post bilateral hip replacements is complaining of pain in right hip. Doctor decided he would revise the right hip due to subsidence and possibly being loose. The stem and head were carefully removed using osteotomes and the anato extractor tool.

Manufacturer narrative:
An event regarding subsidence, loosening, and leg length discrepancy involving an anato stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed because insufficient information was provided for review. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Doctor reports patient status post bilateral hip replacements is complaining of pain in right hip. Doctor decided he would revise the right hip due to subsidence and possibly being loose. The stem and head were carefully removed using osteotomes and the anato extractor tool.